Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2: health professional ¿ (blank) and e3: occupation ¿ no information provided.

Event description:
It was reported that the camera head had a blurry image. The event occurred during a therapeutic transurethral resection of bladder tumor procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Event description:
It was reported that the camera head had a blurry image. The event occurred during a therapeutic transurethral resection of bladder tumor procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.